Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). Other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification that during a pascal precision ace procedure in tricuspid procedure where imaging was very challenging due to the mitral valve, so it was not easy to see leaflets and tgsax was very difficult. Septal leaflet was very challenging and several different positions were tried a-s, but it was never easy to assess the septal leaflet insertion. After several different positions the implanters thought that they had a good capture of septal leaflet, but the clinical specialists asked to check/optimize both leaflets because of challenging imaging. Another concern was that there was a lot of tension on the septal leaflet and that this could also cause an slda. On release of the pascal ace, the capture of the septal leaflet was indeed lost. A bailout with this device was tried but there were some chords below and close to the anterior leaflet capture area. It was not possible to move the device so the anterior clasp was lowered again, and device was deployed on just the anterior leaflet. The decision was then to stop and discuss with the surgeons and the patient (once awake) as to whether to have a surgical repair. Initial grade of tricuspid regurgitation was massive and after the procedure was massive as well.

Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation. The presence of an slda as described in the complaint event was confirmed empirically through the onsite clinical specialist. Potential contributing factors to the sldas are imaging and patient related factors based on the clinical specialist's testimony. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.

Event description:
Additional information received stated that the patient went home with no further intervention or treatment.

Manufacturer narrative:
The following sections were added/updated: b4, b5, g3, g6, h2 and h10